Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and the reported battery error could not be replicated. There were no errors found on the system. The system functioned normally during testing. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed an error stating "battery level critical". The system was rebooted and the issue was resolved. The procedure was completed successfully after a delay of less than one hour, and the patient was not impacted. No additional details were provided.

Manufacturer narrative:
(B)(6).